Event description:
Reporter noted a tiny rain of metal particles during vitrectomy. Feel they came from the probe. Does not know if particles remain in eye post-operatively, as no follow-up was done on this pt.